Event description:
During an initial implant procedure, the right ventricular (rv) leadless pacemaker (lp) was fixated, however a loss of capture and increased pacing impedance were observed. While attempting to reposition the lp, diagnostic imaging revealed perforation and pericardial effusion which resulted in a tamponade. The lp and implant system was explanted. A pericardiocentesis was performed to drain the effusion and medication provided to resolve the event. The patient is stable.